Manufacturer narrative:
H6: code c19- a review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. Code f28 was used to cover that no treatment was reported. The endoleak is ongoing. The physician is monitoring the patient. The cause of the distal type I endoleak is unknown. Additional information was requested but was not available. According to the conformable gore® tag®thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag®thoracic endoprosthesis may include but are not limited to aortic expansion (e.g., aneurysm) and endoleak.

Event description:
On (B)(6) 2018, the patient underwent treatment of a zone 2 thoracic aortic aneurysm using gore® tag® thoracic branch endoprostheses and a gore® tag® thoracic branch endoprosthesis. On (B)(6) 2017, core lab pre-treatment imaging showed that the maximum aneurysm/ lesion was 46mm. From on (B)(6) 2018 to on (B)(6) 2022, the aneurysm enlarged from 37mm to 47.6mm/45mm based on the core lab findings. On (B)(6) 2023, a distal type I endoleak was determined by the site. No treatment was reported. The endoleak is ongoing. The physician is monitoring the patient.

Manufacturer narrative:
Code c20- a review of the manufacturing records for the device is going to be conducted. The investigation is in process. The device remains implanted and is not available for investigation. Further information was requested and will be provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.